Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 150 mg/dl to below 500 mg/dl. A system check was performed and air bubbles were observed along the tubing. Reportedly, the customer successfully primed the tubing to address the issue. During follow up the customer reported bg level trended down to 93 mg/dl.